Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect user interface module for evaluation.

Event description:
The customer reported a blank screen and lit leds on this avea ventilator on startup. The customer reported no known patient involvement.